Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient reported to a follow-up in clinic on (B)(6) 2020 with multiple high ventricular rate episodes. Further investigation found that the episodes were caused by noise over-sensing on the right ventricular lead. Patient had an "underlying rhythm at 50 beats per minute" when they were seen again on (B)(6) 2020. The second follow-up revealed that the noise was replicated during provocative exercises. Lead revision was discussed. No intervention has been performed. Patient condition was stable after the event.